Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle optium neo meters is 5 years. As the manufacturing date of this product is 2016, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated base on returned product. Meter lagw072s02618 has been returned and investigated. Performed visual inspection on the returned meter; no issues were observed. The meter did not turn on when the button was pressed or when the strip was inserted and the indicator lights did not flash. Initiated meter communication using a universal serial bus (usb) cable insertion plugged into the meter usb port and a computer usb port and attempted to connect to approved software. Communication was not successful and the meter display was not on. The meter was sent for further investigation and de-cased. Visual inspection was performed on the printed circuit board assembly (pcba) and no issue was observed. An extended investigation was also performed on the returned meter printed circuit board assembly (pcba) and no abnormalities or damages were observed. Replaced the returned meter's battery with a known-good battery; observed returned meter powering on with a button press and strip insertion. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.